Event description:
Boston scientific crm received information that this device and right ventricular (rv) defibrillation lead was exhibiting high rv pacing impedance measurements (1888 ohms to greater than 2000 ohms). The rv pacing impedance measurements had been in the 700 ohm range. Rv pacing thresholds and sensing have been normal. Technical services suggested a chest xray and further troubleshooting. Technical services discuss the possibility of a lead dislodgement or set screw issue. Subsequently, boston scientific crm received information from the local representative that a perforation of the rv occurred and required lead repositioning. An echocardiogram and chest xray were performed. There were no adverse events following the lead repositioning procedure.

Manufacturer narrative:
The available information suggests that this device and lead system remain in-service. The event will be reopened if additional information is received and/or products are returned for laboratory testing.